Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in a calcified vessel was attempted with two proglide devices, using the pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, both proglide devices had no suture present when the proglide plunger was removed. The evar procedure was completed. Hemostasis was achieved via surgical cutdown and suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.